Manufacturer narrative:
The company representative returned to the site and checked all of the mounts to assure they were properly secured. There was no indication that the mount was damaged or had malfunctioned; the rep believes it is possible that he did not completely secure the monitor after moving it the day before. He attempted to follow up with the nurse in question several times, but she indicated that she did not have time to meet with him. We have not received any related reports.

Event description:
The customer reported that a monitor fell from a wall mount the day after a company representative had moved the monitor. The nurse tried to catch the monitor. Her finger was injured, but not broken.